Event description:
An mr730 heater was used on an espirt ventilator with airlife circuit # 9064-hs7. The circuit was connected to heater wire #0060-23. The expiratory end of the heater wire and the circuit wire adapter have melted together on one side. No patient was harmed.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample received was evaluated according to internal inspection procedures and it was observed that the connector was melted (B)(4). Therefore, the reported condition was confirmed. The lot number reported is incorrect; therefore, a device history review could not be performed. The manufacturing process for this product was reviewed and no problems were found related to the issue reported. A 100% inspection is performed on this particular product code. The product sample was provided to the supplier, whose response was as follows: the cable was tested using the appropriate testing equipment finding that the cable met specifications. The most probable root cause was determined to be field operation, probably stemming from polarity inversion or voltage overload. Therefore, it is not believed to be related to the circuit. Carefusion 2200 inc. Post-market surveillance was historically managed by cardinal health via a transitional service agreement from september 1, 2009, through july 1, 2011, since carefusion officially spun off from cardinal health as of september 1, 2009. A retrospective review of all complaints during this timeframe was conducted by the new carefusion customer advocacy clinical team in accordance with internal standard operating procedures and it was determined that this event necessitates submission as a medical device reportable (MDR) in accordance with 21 code of federal regulation (cfr) part 803.